Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va1pryg, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the distributor. It was reported the broken lead was implanted on (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1pryg, explanted: (B)(6) 2018. Ubd: 14-nov-2020, UDI#: (B)(4). Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient with an implantable neurostimulator (ins). It was reported that during their stage 2 implant procedure, it was found their previously implanted lead was broken. A new lead was placed the same day. The cause of the issue was unknown. The patient was in good condition. No patient symptoms or further complications were reported as a result of this event.